Event description:
The customer stated that a false positive architect bhcg result of 80 miu/ml was generated on (B)(6) 2014 for a female patient (sample ID (B)(6)). The patient was redrawn on (B)(6) 2014 because a positive result was not expected. The redraw sample tested negative at <1.2 miu/ml. The initial sample retested negative at <1.2 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
No patient sample or product returns were available from the customer for investigation. A review of all complaints associated with the architect total b-hcg assay was performed. The review did not identify any non-statistical trends or atypical complaint activity for the assay. A lot specific search was not performed, as the lot number the customer used for architect total b-hcg testing is unknown. A labelling review identified that there are sufficient instructions in the product labelling to assist the customer in troubleshooting the issue. Through the investigation performed, no product deficiency or malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).